Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the patient line during fill 4 of 5 of their pd treatment. The patient reported not receiving an alarm prior to or after the leak. The cause of the leak was the patient line tubing fell off of the cassette. The patient contact was assisted with canceling treatment and was advised to discontinue the use of their cycler then follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that fluid was also found at the bottom of the cassette door of the cycler where the tubing hangs out. The patient contact confirmed the patient tubing fell out while the cassette was still in the cycler and could not confirm the cause. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cephalexin (250mg, oral, one tablet 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that per the pd nurse the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the patient line during fill 4 of 5 of their pd treatment. The patient reported not receiving an alarm prior to or after the leak. The cause of the leak was the patient line tubing fell off of the cassette. The patient contact was assisted with canceling treatment and was advised to discontinue the use of their cycler then follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that fluid was also found at the bottom of the cassette door of the cycler where the tubing hangs out. The patient contact confirmed the patient tubing fell out while the cassette was still in the cycler and could not confirm the cause. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cephalexin (250mg, oral, one tablet 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that per the pd nurse the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.